Event description:
The telemetry units/boxes have a design failure in that the slide-top closure which encases the batteries must be manipulated to enable a connection. The battery connection is required for the pt's cardiac rhythm to show on the telemetry monitors. The telemetry technicians and the nurses move the slide-lid back and forth until the position is discovered which allows the rhythm to show on the monitor. Of course, if there is subsequent movement of the slide-lid, the connection can be lost (which was the case in this particular incident). This was discovered when the situation was reported up to a nursing supervisor, who then notified the risk manager. An investigation was started. Since the date of the event with this pt, 17 additional telemetry unit/boxes have been sent back to ge. I (we) are concerned because this issue goes beyond this single pt. It could affect other pts as well, both within our hospital and others. Ge had previously on ((B)(6) 2013) tested 100%of our units/boxes with no issues found. And the re-testing of the unit/box attached to this pt was retested with no findings. However, they are tested on simulator and of course the conditions are static with a simulator, while they are dynamic with a pt who moves, sweats, scratches, etc (all of which may cause movement of the partially open slide-lid). However, the purpose of this report is to make the FDA aware of a product malfunction that must be addressed immediately. This pt had her unit/box attached, but the signal was lost. And, now we have learned this is a common problem with these units/boxes. (B)(4).